Manufacturer narrative:
Patient age/date of birth and weight are unknown. It is unknown when the device broke, but it most likely was an unknown date in (B)(6) 2017. The 510k: this report is for an unknown hammerlock 2 nitinol implant/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown, was either (B)(6). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the left side of the hammerlock 2 nitinol implant broke. Patient had the initial implantation surgery on (B)(6) 2016 on the right foot. Postoperative x-rays taken in (B)(6) 2017 revealed no issues with the implant. Approximately a month ago, patient felt pain but thought it was caused by her shoes. On (B)(6) 2017, patient felt pain in her toes. X-rays taken on the same day revealed that the left side of the implant is broken. The surgeon confirmed the breakage. Patient will be seen by the surgeon on (B)(6) 2017. The result of this visit is currently unknown. This report is for an unknown hammerlock 2 nitinol implant. This is report 1 of 1 for (B)(4).